Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) became disconnected from the ilet, and multiple pairing attempts initially failed until the user toggled sensor types and re-paired, after which the sensor successfully paired and functioned without further issues. No adverse clinical effects were reported. Outcomes included no impact on health and no alerts or alarms. User support included guided troubleshooting and education to toggle sensor types, attempt re-pairing, and try a replacement sensor. Investigation of this case revealed a transient communication or pairing failure between the cgm and the ilet that resolved with reconfiguration and re-pairing, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with use-related or software-related pairing behavior.